Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that the right side of the comb was bent. It prevents the roller cutter blade to drop down through the comb, causing uneven cut on the skin graft. The lock system of the mesher got stuck, unable to change the roller. The event occurred during surgery with no harm. The customer did not return a skin graft mesher device for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher once as documented in the repair reports. It was reported that the device was not ratcheting properly and the roller, bushings, side plate, comb and ratchet were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet surgical was not performed since the device was not returned for evaluation. The account purchased new meshers. Repair of the skin graft mesher was not performed by zimmer biomet surgical since the device was not returned for the repair process. The account purchased new meshers. The reported event was non-verifiable since during the device was returned for evaluation. The root cause of the right side of the comb being bent cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that right side of the comb was bent. It was preventing the roller cutter blade from dropping down through the comb, causing uneven cut on the skin graft. The lock system of the mesher got stuck, unable to change the roller. The event occurred during surgery. There was no harm. No adverse events were reported as a result of this malfunction.